Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The 3.0x28mm xience sierra stent was being advanced on the guide wire when it became stuck, as it couldn¿t reach the guide catheter. Once the device was removed, it was noted that the stent implant became kinked and disfigured. A same size xience sierra was used to successfully treat the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation was not confirmed. The reported difficulty to advance and difficulty to remove could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, a conclusive cause for the reported material deformation could not be determined as the return device had no damage noted to the stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.